Manufacturer narrative:
Concomitant products: 4296 lead implanted (B)(6) 2014.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) withheld therapy for ventricular tachycardia (vt). The device had a history of withholding therapy and inappropriate high voltage therapy. Programming options were discussed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.